Event description:
It was reported that the shaft of a reamer irrigator aspirator (ria) broke inside the patient during surgery. The part was successfully removed from the patient and caused a 10-15 minute delay. There was enough graft collected to complete the required procedure. No harm to the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.